Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service previously. Visual and functional testing was performed. The reported problem was confirmed with review of the event history logs. However, the error code was not duplicated during functional testing. The probable cause of the error code was unknown. The mainboard was replaced, and preventative maintenance was performed.

Event description:
It was reported that the device displayed error code 42224, which indicates the pump's internal communication has timed out, potentially due to a faulty component or a communication issue. There was no patient involvement.

Event description:
It was reported that the device displayed error code 42224, there was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.